Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok and down arrow keypad buttons were intermittently responsive. The issue reportedly started 3 weeks ago and gradually became worse. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok, down arrow and up arrow keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.